Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was physically damaged. The rim where the reservoir screws in the insulin pump broke off. The rubber band was sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.